Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opening after the lock line was removed. It was reported that the patient underwent a mitraclip procedure on (B)(6) 2022 due to cardiogenic shock. The patient had degenerative mitral regurgitation (mr) with a grade of 4+. One mitraclip was successfully implanted on the mitral valve. A second clip delivery system (cds) was advanced and placed on the mitral valve. The first establishing final arm angle (efaa) test was successful and the lock line was removed. At this moment, it was noted on fluoroscopy that the clip was open to around 30 degrees. The clip was closed, and it passed the second efaa test and was successfully deployed. The clip remained stable on both leaflets and two additional clips were implanted to further reduce the mr. The procedure was complete with a final mr grade of 1. On (B)(6) 2022, the patient passed away. The patient could not recover from the cardiogenic shock, which subsequently led them to became septic and the patient went into septic shock. The implanted clips remained stable and attached to both leaflets and the patient¿s mr was still at 1 prior to the death. According to the physician, the death was not related to the mitraclip procedure and it was not device related. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported clip opening after the lock line was removed. The reported death appears to be related to procedural conditions. Death is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling. This event was further reviewed by a clinical staff engineer r&d, and the reviewer stated that ¿one fluoroscopic video was provided. In the video, the first implanted clip and second cds with clip attached (reported device) can be seen. Initially, the clip arms are fully closed (~10°) per the instructions for use and then begin to slightly open to approximately 20° as the video continues. This indicates that the video was taken during lock line removal when the clip arms reportedly opened to 30°. Based on the video, an exact clip arm angle cannot be determined but it is evident that the clip arms opened as compared to the initial, fully closed clip arm angle at the beginning of the video (when the lock line was reportedly being removed).

Event description:
N/a.

Manufacturer narrative:
All available information was investigated and the reported unintended movement of clip open while locked could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported unintended movement of clip open while locked. The reported death appears to be related to procedural conditions. Death is listed in the instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.b6: code 4117 (type of investigation) removed.